Event description:
Customer reported she was unable to monitor her blood glucose since her freestyle flash meter didn't power on. She reported experiencing lightheadedness, blurry vision, "creepy feeling in her legs, toes and feet hurt" and going to ER where she was diagnosed with severe hyperglycemia and treated with shots of insulin, glipizide and metformin. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.